Event description:
It was reported that during a percutaneous coronary intervention a balloon detachment occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified first diagonal. The physician deployed another manufacturer's 3.0x30mm stent into the first diagonal of the left anterior descending (lad) artery. The 3.25 x 8 mm apex monorail balloon catheter was advanced to post-dilate the stent. The apex was inflated one time to 8atms, however, the stent migrated into the lad. The physician decided to perform a kissing balloon technique, so the apex balloon was advanced further into the first diagonal. Another manufacturer's 3.0x20mm balloon was also advanced to the first diagonal proximal to the apex, however, it was unable to cross the lesion. The 3.0x20mm balloon and the guide wire became "tangled". The physician decided to remove the apex balloon catheter, however, severe resistance was encountered and "excessive" force was used to remove the apex balloon. It was noted that the balloon tore and detached inside the guide catheter. The physician successfully snared the remaining balloon material fragment from the patient. The physician successfully completed the procedure using a kissing balloon technique with another of the same device. No further patient complications occurred.